Event description:
Implant removed 1 month after placement due to soft tissue infection. Lr area site #29, bone quality type ii. 3 other fixtures placed are doing well. Pt may not have taken antibiotics at initial surgery.